Event description:
A malfunction alarm occurred, displaying malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and the fault did not recur. The customer was instructed to continue using the pump and was advised to call back if the malfunction reappeared.